Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
The surgeon reported that an irrigation failure occurred during surgery. There were no problems observed with priming and tuning. This problem was solved after replacing the product with another one. No pt harm was reported. No add'l info is expected.